Manufacturer narrative:
Clarification to b3 date of event: partial date 2025.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV, rupture, moderate chronic inflammatory reaction and synovial metaplasia" with ultrasound. This record is for the left side device. The device was explanted and replaced with a non-abbvie device. Total capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV, rupture, moderate chronic inflammatory reaction and synovial metaplasia" with ultrasound. This record is for the left side device. The device was explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV, rupture, moderate chronic inflammatory reaction and synovial metaplasia" with ultrasound. This record is for the left side device. The device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as a surgical impact opening and observed an opening assessed as an unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.